Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up, non-sustained rv oversensing episodes were noted. The device was oversensing t-waves. Programming changes were made and the patient was stable.